Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent decompression and fusion surgery at t10-12 due to spinal stenosis. Intra-op distal tip of the driver was broken. No fragment of the instrument remaining in the patient. There were no adverse effects to the patient.

Manufacturer narrative:
Product analysis results: visual and optical inspection revealed a section of the shaft tip has broke off from the instrument. Both of the break off tabs still remain in tact to the shaft. Unable to functionally test the driver on a torque tester. This type of damage is consistent with the bending of the shaft while the driver is under a torsional load. If information is provided in the future, a supplemental report will be issued.